Event description:
It is reported that the customer complained that they received a low battery alarm on their insulin pump. The customer's blood glucose was not recorded. No further information was provided.